Event description:
It was reported that there was a defect/error with a cadd administration set that lead to chemotherapy leaking prior to administration. The pharmacy staff reviewed two additional cadd administration sets and the same thing happened to those - that the tubing separates from the plastic base quite easily, which could result in leakage. The event occurred prior to administration. It is unknown if the product is available for investigation. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Three photos were reviewed for the device evaluation. The reported problem was unable to be confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
D9: 13-feb-2025. H3: one used administration set from lot number 6026702 was received for evaluation. As received, the tubing was observed to be separated from the housing on the outgoing side. Inspection of the area showed evidence of solvent on both the tube and the cassette. Functional testing was not able to duplicate the reported issue. No leakage was observed during any functional tests. The device tested normally.